Manufacturer narrative:
(B)(4). Batch # r93h0g. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). There were no issues were noted with opening and closing of the jaws and there were no anomalies noted with the functionality of the device. The batch history record was reviewed, and no defects, nc¿s, or protocols related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information received: was the device on a vessel/artery when it would not open? No, thankfully not. Did the surgeon continue the case with this same device? No, a second device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the device was placed down a surgical port and it failed to open. It is unknown if another like device was used to complete the procedure. No patient consequences reported.